Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Only the delivery system is returned. Investigation is still in progress.

Event description:
Description of event according to complainant: they had the device in the patient and were ready to deploy. The deployment mechanism would not release from the hook of the filter. After about 15 minutes, they were able to deploy the filter by pressing the deployment button very hard and shaking the delivery system. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. Only the delivery system is returned summary of investigational findings: investigation of the returned device found no anomalies; the release mechanism worked as intended and the grasping hook could easily be advanced and grasp/release the testing filter (B)(4). Therefore, the exact reason for the difficulties encountered when attempting to release the filter from the grasping hook cannot be determined. However, it is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. No evidence to suggest product was not manufactured according to specs. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: they had the device in the patient and were ready to deploy. The deployment mechanism would not release from the hook of the filter. After about 15 minutes, they were able to deploy the filter by pressing the deployment button very hard and shaking the delivery system. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.